Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 20 mg/ml morphine at 11 mg/day. The reason for use was non-malignant pain and failed back surgery syndrome it was reported that there was a pump pocket issue. The patient is having the pump replaced due to the pump being tilted and the patient complaining of pain over the pump. It was unknown when the issue started. The drug ¿ocnc¿ is being changed. Discussed priming bolus and if the catheter is not aspirated a back table prime and a modified bridge bolus. The pump is showing a 8709 catheter and device registration shows 8703w. Caller states there was some mention of a catheter revision in the past but this was not done. Discussed confirming the ¿tcv or tcl¿ with the healthcare professional (hcp). The rep called back to confirm the lengths of the 8703w and 8709 catheters, and they wanted to verify how to program the two catheters properly. There were no further complications reported/anticipated.